Manufacturer narrative:
The device was returned for evaluation. The returned device was determined to be operating as expected during the evaluation. Although the cannula was noted to be bent, it was considered to have occurred post-use. Had it occurred during use, there would have been pressure buildup in the fluid path resulting in a rapid increase in pulse widths and/or an occlusion alarm being generated. Nothing could be conclusively attributed to an occlusion or deficiency in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The adhesive was not secure at the time of the elevated bg levels. In addition, it was reported that the cannula appeared to be bent when the pod was removed from the infusion.